Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable, "add gel" messages) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, the cable connecting the distribution node to the rear therapy electrode was pulled from strain relief. The cause of the failure and the reported messages was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving "add gel" messages in the absence of a prior gel release.